Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances, such as complete heart block (chb)/left bundle branch block (lbbb) are known potential adverse effects per the device instructions for use (IFU), and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve, as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, and a conclusive cause could not be determined from the limited information available. No further adverse patient effects were reported. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) revealed complete heart block (chb) and left bundle branch block (lbbb). A permanent pacemaker was implanted that day. No additional adverse patient effects were reported.